Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath.; the sheath was replaced. No patient complication was reported.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue was not confirmed through testing. Visual inspection showed the shaft was intact with no apparent issues. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well. The device passed the returned product inspection as per specification.